Event description:
It was reported that the patient's vns generator battery might be depleting prematurely. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have not been manufactured using the laser routing process. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery due to the reported premature battery depletion, but the device has not been received by the manufacturer to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #2 inadvertently left out "a return product form was received by the manufacturer which indicated that the replacement reason was due to battery depletion, indicating an near end of service, or neos, condition.".

Event description:
A return product form was received by the manufacturer which indicated that the replacement reason was due to battery depletion, indicating an near end of service, or neos, condition. Generator product analysis was completed. The allegation of premature end of life, or eol, was not duplicated in the product analysis, or pa, lab. The generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. The battery measured 2.996 v at the completion of the fet, indication an intensified follow-up indicator, or ifi, = no condition. A battery life calculation using incomplete programming/diagnostic history estimated 2.0-2.2 years remaining until near end of service, or neos, = yes. In addition, the as received parameters differed (higher duty cycle) from the last known settings. The data dump was reviewed and at the time of review, the battery voltage measured 2.855 v. The diagaccumconsumed value estimated 67.579% of battery capacity used. The diagvbat_min was 2.854 v, indicating that the vns battery voltage had not dropped below that point. There were no performance or other adverse conditions found with the generator.

Event description:
The explanted vns generator was received by the manufacturer and is pending product analysis.